Event description:
It was reported that on (B)(6) 2008, the patient underwent a direct stenting procedure in the mid left anterior descending artery with one xience v 2.5 x 18 mm stent. On (B)(6) 2011, the patient was hospitalized with recurrent chest discomfort and underwent percutaneous coronary revascularization with balloon angioplasty in the index target lesion for in-stent restenosis. The patient's condition resolved on (B)(6) 2011 and the patient was discharged. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacture or design. It should be noted that the IFU states: the vessel should be pre-dilated with an appropriate sized balloon. Failure to do so may increase the difficulty of stent placement and cause procedural complications. The reported IFU deviation does not appear to have directly caused or contributed to the reported patient effects that occurred periprocedurally.